Event description:
The user reported to the clinic on (B)(6) 2019 due to reports of poor response to sound with the device. There have been no changes in health and no trauma was reported. The surgeon prescribed a 5 day course of steroids in the event the impedance changes were the redult of inflammation and the user returned on the (B)(6) 2019. However, there was no change and all channels remained high. The user was re-implanted bilaterally on (B)(6) 2020. This report refers to 9710014-2019-00833. For further information please refer to this report.